Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure after 5 inflations at a maximum pressure of 14atm, an attempt was made to retract the balloon catheter. Resistance was encountered and a further attempt to withdraw the catheter, contrary to "IFU," resulted in the balloon separating from the shaft. The guide wire and balloon catheter were withdrawn together. Reportedly no pt injury occurred.